Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the physician requested an external percutaneous lead replacement due to cosmetic damage. No clinical symptoms were reported. On (B)(6) 2017 technical services performed the distal end percutaneous lead (driveline) replacement. Post replacement all tests passed.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed the reported cosmetic damage to the outer silicone sleeve. Approximately 16 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline segment in its returned condition did not reveal any discontinuities or shorts, even with manipulation of the driveline. Visual inspection of the driveline segment revealed several areas of cosmetic damage to the outer silicone sleeve and prior rescue tape repair exposing the underlying bionate; however, no damage was noted to the bionate layer. Although significant breakdown of the metal braided shield was observed along the length of the driveline segment, the underlying wires appeared overall unremarkable with no evidence of severe insulation abrasion or kinking. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.